Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the syringe assembly (sample and diluent) and solenoids 11 and 12 (lv11 and lv12) to resolve the issue. Identified failure modes: the failure mode is related to lv11, lv12 and the syringe assembly. Upon recur of the lv11 and lv12 failure mode; it is likely to cause erroneous wbc and rbc results due to carryover from improper diluent pre-fill, bath carryover. Upon recur of the sample and diluent syringe assembly; it is likely cause erroneous results for all parameters due to sample carryover. Product labeling was evaluated: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples.

Event description:
The customer reported erroneous hgb (hemoglobin) test results were recovered for a single sample when using the coulter act diff 12 analyzer. The test results were determined to be erroneous when compared to results from the same sample rerun on another instrument. The customer reported that there were vacuum errors identified on the instrument. There was no death nor injury or change to patient treatment attributed to this event as the discrepant results were not reported out of the laboratory.